Event description:
During an arthroscopic knee surgery, the needle tip of the device broke off in the patient's knee. A contributing factor for the needle tip break in this case may be due to needle hitting calcified tissue in the meniscus. The surgeon was able to retrieve the needle tip from the knee during primary procedure, and the case was completed with no concerns.